Event description:
The reporter indicated that a 13.2mmvticm5 13.2 implantable collamer lens of -11/3.5/19 (sphere/cylinder/axis) was implanted into the left eye (os) of a patient with pre-existing keratoconus on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned and exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem.

Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).